Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump, sending a new one to the customer. The customer was instructed on how to put the current pump into storage mode and return it to tandem using a provided return box and pre-paid label within 10 days. The customer acknowledged the instructions and will continue using the current pump as backup therapy until the replacement arrives.